Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine emitted a burning smell during cleaning mode. A fresenius field service technician (fst) was called onsite and ordered a ui/ mics board for the customer. Upon follow up, the bmt said that the user interface (ui) board and its cable had a burning smell and the ui/ mics board was burnt. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine remains out of service as they are waiting for a part to arrive. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.